Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that this coil detached prematurely during the procedure. The coil and catheter removed together after premature detachment. The patient underwent coiling treatment for a small unruptured saccular anterior communicating artery aneurysm, measuring 3mmx3mm. The vessel was observed moderately tortuous. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Device evaluation the axium prime pushwire was returned for analysis. The actuator interface was securely attached to the coupler tube and no damages or irregularities were found with the actuator interface, positive load indicator, coupler tube, break indicator, and all crimps. There is no evidence of any detachment attempts by mechanical or manual methods. No damages or irregularities were found with the rest of the axium prime pushwire. The implant coil, along with the detach element, was already detached from the pushwire and not returned for analysis. The coin was present and against the lumen stop. The shield coil was present and intact. The shield coil was pulled back to reveal the release wire extending out the retainer ring hole. Based on the analysis performed the axium prime coil was confirmed to have ¿premature detachment¿ as the device was returned with the implant coil already detached. However, the cause cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.